Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient on (B)(6) 2006. As reported by the patient's attorney, the patient underwent obtryx mesh revision procedures on (B)(6) 2007 and (B)(6) 2008 due to persistent voiding dysfunction. On (B)(6) 2008, a cystoscopy and ureteral dilation procedure was performed. On (B)(6) 2009, the patient underwent another obtryx mesh revision due to bladder outlet obstruction. Boston scientific has been unable to obtain additional information regarding the event to date.